Event description:
It was reported that the customer's device did not recognize a connection to the patient through the defibrillation electrodes during an event. It was reported that the patient was found on the floor, unresponsive. When ems arrived on scene, CPR had been in progress by the family, so they took over CPR and then connected the defibrillation electrodes to the patient. The ems crew was only able to see dashed lines on the device, indicating that there was no recognized connection. Once this occurred, ems connected the limb lead ECG cables (4 lead) to the patient and observed an aystole rhythm. The patient did not survive the event.

Manufacturer narrative:
(B)(4): physio-control performed a clinical evaluation on the reported event and determined that the device use did not contribute to the death of the patient. Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The device has since been returned to the customer for use. The customer was unable to make the defibrillation electrodes used during the event available for evaluation. The cause of the reported failure could not be determined.